Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012, stating that the down arrow keypad button required multiple hard presses to elicit a response. The reporter noted that the up arrow, down arrow, and ok keypad button symbols were worn off. The reporter denied any damage to the keypad or any evidence of moisture in the pump. The patient reported wore the pump in a pocket and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the button symbols were found to be worn but the keypad was found to be intact. The contrast and down keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.